Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was able to ¿hack¿ and ¿break¿ into the pump several times since implant. The patient indicated that he left it the way it was and didn¿t change anything. The patient had heard about a ¿script¿ from the (B)(6) and there was a download on the internet he followed that explained ¿how to hack your device¿. The patient then used his (B)(6) application on his phone to hack and do telemetry. The device system was used to deliver morphine. It was later reported by the patient¿s pump managing physician that ¿no event occurred¿. The patient was worried that people can ¿hack¿ into pump with iphone. The patient goes to (B)(6) and believes his pump is vulnerable. The patient was doing ¿well¿.